Event description:
It was reported that after use it was noticed that there was damage at the septum connection with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: after usage of the septum, it's noticed that junction between the connecta and septum has broken. No physical harm to the patient.

Manufacturer narrative:
Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one q-syte unit with no packaging material. Through the visual/microscopic evaluation damage in the form of tears were observed on the septum top disk and bottom disk. The damage caused the septum material to be pushed inside the q-syte body. The tear length extended through the column wall. Although the reported issue was confirmed, bd could not establish a root cause. Damage in this form is typically attributed to incorrect usage or excessive actuations. A device history record review showed no non-conformance's associated with this issue during the production of this batch.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after use it was noticed that there was damage at the septum connection with a bd q-syte¿ luer access split-septum stand-alone device. The following information was provided by the initial reporter, translated from chinese to english: after usage of the septum, it's noticed that junction between the connecta and septum has broken. No physical harm to the patient.